Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on an iegm due to bad telemetry was observed. A device download was performed and the iegms were all clear and displaying appropriately. The device remains implanted.